Event description:
It was reported that the patient presented in the emergency room after receiving an inappropriate shock. The patient had atrial fibrillation with fast ventricular rate. The device was reprogrammed successfully.